Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported 3 to 4 weeks after pulmonary vein isolation (pvi) ablation procedure with a thermocool smarttouch sf catheter the patient experienced stroke and expired. The patient experienced death approximately 3-4 weeks post pvi ablation after returning to the hospital with a stroke. A computed tomography (CT) scan was completed to rule out a fistula, but nothing was found. Patient passed away over the weekend, approximately on (B)(6). Limited information available, but the patient was then found to remain in atrial fibrillation the following day and was treated for redo pvi ablation with radiofrequency within 48 hours of the first pfa ablation. The family refused autopsy. On 2-jul-2024, additional information was received indicating the physician¿s opinion for cause of death was suspected fistula, but overall, not confirmed. The initial case date was on (B)(6), for pulmonary vein isolation (pvi) with varipulse using 30 ml irrigation during ablation. Underwent pvi with varipulse and post ablation, at the hotel that night, went into persistent af. Returned to the hospital next day, repeated unsuccessful cardioversions. Three days after the initial ablation procedure, the patient was brought back for redo ablation with radiofrequency (rf). Right posterior carina, left inferior pulmonary vein (lipv) found to be reconnected. The physicians re-isolated the veins and posterior box with radiofrequency ablation. The patient was cardioverted at end of procedure, and the patient left in sinus rhythm. Two weeks later the physician follows up, and the patient was doing well. Three weeks later the patient was admitted to the emergency department with stroke, and one symptom was apparently esophageal bleeding. The patient died in the hospital, and the family denied autopsy. The neurological impairment event occurred was cerebrovascular accident (cva) /stroke and transient ischemic attack (tia). A CT scan imaging was performed to confirm the stroke. No evidence of char during the procedure. No evidence of blood thrombus/clot during the procedure. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. The event description indicated that the initial ablation procedure was performed on (B)(6), but not the adverse event. The devices used were thermocool smarttouch sf catheter and ngen generator. Based on the information available, the event has been determined to be MDR reportable against the thermocool smarttouch sf catheter and the ngen rf generator.

Manufacturer narrative:
It was reported 3 to 4 weeks after pulmonary vein isolation (pvi) ablation procedure with a thermocool smarttouch sf catheter the patient experienced stroke and expired. Device investigation details: no work/service order or any other evidence of analysis for this device was sent to johnson & johnson medtech for evaluation. The service was declined as no further information could be obtained from customer. A device history record evaluation was performed for the finished device number, and no internal action related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).